Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h3, h6. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: front panel went dark and an alarm sounded, front panel light emitting diode (led) missing, and e03 error. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the system detected abnormal operation of the line pressure sensor mounted on the circuit (cr) board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information provided by the customer.

Event description:
It was reported the high flow insufflation unit sounded a prolonged alarm and the screen displayed nothing after running for a period of time. The issue occurred during set up or inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.